Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the arthroscopic cleaning surgery, connect with generator, does not function at all the complaint device was received and evaluated. Visual inspections reveals signs of activation and saline residues into the suction tube. No visual damage found in the shaft and cord. It did not work during ablate and coagulate test and not appeared any message during the modes. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere vapr s90 4.0mm w/integr hdp -ea: the device was not returned in the original packaging. There are no visible damage to handle, cable or plug. Finally, the distal tip shows no obvious signs of use and it was found residue in suction tube. The electrical test was performed with the different parameter; as a result, the continuity test failed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. Supplier summary: the customer claimed that the device ¿does not function¿. The investigation confirmed that initially the device would output short on ablate mode and result in no output on coag mode. A break in continuity across the electrical crimp was discovered to be the fault. After 14 seconds of attempting to activate the device, full functionality was confirmed on both modes. The continuity between the active plug pin and distal tip was re-measured and found to be within specification. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. The complaint device was manufactured prior to this change. The root cause of this failure is a design fault and corrective action is design improvements. A manufacturing record evaluation was performed for the finished device [u1904059] number, and no non-conformances were identified. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic cleaning surgery, it was observed that the vapr s90 4.0 mm w/integr hdp -ea device did not function when it was connected with generator. During in-house engineering evaluation, it was determined that the device did not work during coagulate testing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided